Event description:
The user alleged that while using the system, there was an inaccuracy issue. The user reported that visual verification of the lg (locatable guide) tip on the main corina was off approx 2 cm to the left. The user reported that redoing the registration points did not help. In addition, it was reported that the position of one of the pt sensors was positioned on the screen picture 1-2cm lower than the other. From looking at the pt, they should have been on the same height. The sternum pt sensor looked fine in comparison to the two other pt sensors. The decision to cancel the procedure was made. There was not harm or injury to the pt.